Manufacturer narrative:
A field service engineer (fse) removed bubbles that were found in the reagent lines. Qc and precision run were then acceptable. A clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneous glucose (glu) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The original result was 151 mg/dl. Upon automatic critical rerun the result obtained was 9 mg/dl. The samples were repeated and the results obtained were 149, 150 mg/dl. The erroneous results were not reported outside of the laboratory. No reports of death, injury or change to patient treatment have been reported in connection with this event.